Event description:
It was reported that (1) was used during a ladg procedure. It was reported by the affiliate that the lcsb5, used with a hp050, would not activate. Another device was used to complete the case. There was no consequence to the pt.